Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. The customer's blood glucose level was 110 mg/dl. Troubleshooting was performed and the issue was verified; however, customer declined to reload the cartridge to address the event and continued to use the existing cartridge for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.